Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation

Event description:
It was reported that the usb cable would no longer work to charge the pump. Customer's blood glucose level was 197 mg/dl. Reportedly, the customer was able to charge the pump with an alternate cable. Replacement cable was sent to the customer.